Event description:
During training, the autopulse platform (sn (B)(6)) did one compression and then displayed "realign patient" message. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) did one compression and then displayed "realign patient" message" was confirmed in the archive data but not confirmed during functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Based on the archive, the platform displayed user advisory (ua) 02 (compression tracking error) and ua 18 (max take-up revolutions exceeded) error messages on the reported event date. The probable root cause for the ua 02 and ua 18 errors was due to the patient's chest was too small while sizing the patient (take up), or the autopulse platform detected no weight present on the platform. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. The archive data review showed multiple ua 02 and ua 18 advisory messages on the customer's reported event date, thus confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.